Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 1.x is a stationary x-ray system for general radiographic purposes. It is equipped with ceiling suspended column (carrying the x-ray tube), bucky table and bucky wall stand for general x-ray examinations. Philips received a complaint on digitaldiagnost 1.x indicating that system indicating that height adjustable table floor lock slipping on floor. The device was in clinical use and there is no harm to patient and user. The remote service engineer (rse) performed analysis and concluded that the table¿s brake pads are worn and failing to grip the floor, causing the table to slip. The customer reported a ¿close call¿ incident where the table moved during patient positioning, nearly resulting in a fall. Due to safety concerns, the room has been shut down until corrective action is completed. The field service engineer (fse) visited the site, checked the system, and performed a pull gauge test. The test showed that the table moves when the brakes are engaged and a pull load of more than 50 lbs is applied the table is expected to remain completely stationary and in a solid position once the brakes are enabled. The fse assisted with installing the patient table, verified table mobility and brake performance, and then replaced the trolley table assembly. Functional testing was completed and passed without issues. The repair was completed successfully, and the system is operating normally with properly functioning floor brakes. The root cause was attributed to normal wear and tear associated with the age of the device. As the defective parts were scrapped, further part return analysis was not possible. However, the investigation was considered sufficient based on service findings, video evidence, and test results. As per the preventive maintenance manual brake checks are already defined, and the fse confirmed that they were performed during the last pm visit. Based on the information available and the testing conducted, the cause of the reported problem was normal wear and tear associated with the age of the device. The reported problem was confirmed by the customer. Updated evaluation results code grid. Updated conclusion code grid. Updated (device) problem code grid.

Manufacturer narrative:
Reference ID: (B)(4). The digital diagnost is a stationary x-ray system for general radiographic purposes. It is equipped with ceiling suspended column (carrying the x-ray tube), bucky table and bucky wall stand for general x-ray examinations. Philips received a complaint on digitaldiagnost 1.x indicating that system indicating that height adjustable table floor lock slipping on floor. The device was in clinical use and there is no harm to patient and user. The remote service engineer (rse) performed analysis and concluded that the table¿s brake pads are worn and failing to grip the floor, causing the table to slip. The customer reported a ¿close call¿ incident where the table moved during patient positioning, nearly resulting in a fall. Due to safety concerns, the room has been shut down until corrective action is completed. The field service engineer (fse) visited the site, checked the system, and performed a pull gauge test. The test showed that the table moves when the brakes are engaged and a pull load of more than 50 lbs is applied the table is expected to remain completely stationary and in a solid position once the brakes are enabled. Investigation is in progress, and the root cause has not yet been identified.

Event description:
It was reported that the height adjustable table floor lock slipping on floor. The device was in clinical use and there was no patient or user harm.